Event description:
This individual patient event is captured based on literature review: "use of a thrombin-gelatin matrix for hemostasis after failed device closure of femoral arterial access". It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an emergency stent graft repair of an infrarenal aortic aneurysm. Reportedly, a suture break occurred resulting in pulsatile arterial flow from the puncture site, with guide wire access lost. A non-abbott closure device was used but hemostasis was not achieved. A floseal injection and compression were used to achieve hemostasis. There was no reported adverse patient effects. Follow up tomographic angiography the following day revealed no active bleeding, pseudoaneurysm or hematoma. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.